Manufacturer narrative:
(B) (4).

Event description:
The pt experienced intermittent drug therapy with periods of sweating, body shaking, and opioid withdrawals. Supplemental oral medications were given which counteracted the symptoms. A dye study confirmed some catheter occlusion. Pre-op interrogation of pump indicated reservoir volume to be 28 cc. Operating room tech was only able to aspirate 18 cc from pump. The spinal segment of the catheter and pump were replaced. It was noted that the pump was prophylactically removed to avoid in-vivo battery depletion. The drugs being administered via the pump were baclofen, morphine, bupivicaine, and clonidine. No pt recovered without sequelae.